Manufacturer narrative:
Zimvie complaint number (B)(4). A3: gender: unknown / not provided. D1: brand name: unknown / provided. D4: additional device information: unknown / not provided. E1: email address: unknown / not provided. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
It was reported a screw fractured inside the implant at tooth site #35. Screw couldn't be completely removed from the implant and the implant was removed. Implant placed on (B)(6) 2020 and removed on (B)(6) 2023.